Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol perfix plug on (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against the perfix plug. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jun-2017) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol perfix plug on (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against the perfix plug. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2017 - patient was diagnosed with right inguinal and femoral hernia thereby underwent open repair with implant of perfix plug (device #1 & #2). Per op notes, ¿ an indirect inguinal hernia sac was identified and reduced. A perfix plug (device #1) was placed and sutured. The femoral hernia defect was identified and reduced. A perfix plug (device #2) was placed and sutured.¿ (B)(6) 2018 - patient was diagnosed with adhesions and lipoma thereby underwent open repair with excision of perfix plug (device #1) and lipoma. Per op notes, ¿the dense scar tissue was excised. A large lipoma was identified in inguinal region no evidence of recurrence. The dense adhesions were taken down. The prior mesh (device #1) was identified with scarred tissues. The lipoma was dissected and removed. The prior mesh (device #1) was excised and sutured.¿